Event description:
It was reported that the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) was this patient's first subcutaneous defibrillator implant. The patient has emery-dreifuss syndrome and was previously implanted with a non-boston scientific transvenous ICD that had been switched to backup mode. Two screenings were performed prior to implantation: one in spontaneous rhythm, and one in paced rhythm at 130 beats per minute (bpm). In spontaneous rhythm, two vectors were valid on the right and one on the left parasternal; in paced rhythm, no vectors were valid on the left (contrary to the right). Despite this, the physician chose to implant on the left side, in a retro-muscular position, due to the cleaner morphology of the left vector in spontaneous rhythm and the assumption of rare pacing (vvi 30-40). The patient had very little muscle mass, resulting in very superficial lead placement. Upon connecting the electrode, alternating morphologies were observed on the primary vector, including some very different from those seen during screening. Pharmacologic pacing was used to identify the origin of these signals, revealing signal instability. All three primary vectors failed during automatic configuration. The additional vector was then manually selected, with a more stable signal. Baseline shifts were observed when moving the patient from the operating table to the bed, and again in the recovery room. The defibrillator was deactivated, pending further reassessment. Note: screening was performed on (B)(6) and the implantation on (B)(6). Technical services (ts) was consulted for further review and recommendations. Besides device deactivation and prolonged hospitalization, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) was this patient's first subcutaneous defibrillator implant. The patient has emery-dreifuss syndrome and was previously implanted with a non-boston scientific transvenous ICD that had been switched to backup mode. Two screenings were performed prior to implantation: one in spontaneous rhythm, and one in paced rhythm at 130 beats per minute (bpm). In spontaneous rhythm, two vectors were valid on the right and one on the left parasternal; in paced rhythm, no vectors were valid on the left (contrary to the right). Despite this, the physician chose to implant on the left side, in a retro-muscular position, due to the cleaner morphology of the left vector in spontaneous rhythm and the assumption of rare pacing (vvi 30-40). The patient had very little muscle mass, resulting in very superficial lead placement. Upon connecting the electrode, alternating morphologies were observed on the primary vector, including some very different from those seen during screening. Pharmacologic pacing was used to identify the origin of these signals, revealing signal instability. All three primary vectors failed during automatic configuration. The additional vector was then manually selected, with a more stable signal. Baseline shifts were observed when moving the patient from the operating table to the bed, and again in the recovery room. The defibrillator was deactivated, pending further reassessment. Note: screening was performed on may 19 and the implantation on july 21. Technical services (ts) was consulted for further review and recommendations. Besides device deactivation and prolonged hospitalization, no other adverse patient effects were reported. Additional information: ts reviewed available device, noting they could clearly see different morphologies of qrs on all vectors. This problem is not related to the s-ICD itself but rather the patient's heart pathology. Ts suspects that between the screening and the implantation, a few things likely occurred: the patient's heart disease worsened, or medication was probably changed, or simply that on the day of the screening the patient was in better condition. Alternate sensing vector is the only suitable sensing vector for this patient.